Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the tortuous and highly calcified left anterior descending (lad) artery. A 2.75x24mm taxus liberte stent delivery systems (sds) was advanced but could not cross the target lesion. The sds was removed and the procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "stable". However, product analysis revealed stent damage.

Manufacturer narrative:
Pt 18 years or older. The stent delivery system (sds) was received for analysis and a microscopic and visual examination revealed stent damage. There was a kink in the stent approximately 14mm from the distal edge and 9mm from the proximal edge. In the middle section of the stent, the struts were damaged and misaligned. There were also kinks along the entire length of the hypotube and outer lumen. Examination of the balloon and tip sections found no damage that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).